Event description:
It has been reported to philips that the live monitor was not switching on. There was no reported patient or user impact. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not switching on. According to the additional information collected, the system was not in clinical use when the issue occurred. Fse found that the live monitor has been defective and has become old. The fse replaced the defective live monitor. After replacement of the live monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.